Event description:
It was reported by service report that the foot/head end brakes were not holding and the foot end jack was drifting. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Spiral retaining ring.